Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection. The needle component is supplied by ethicon. A review of the broken needle will be performed by a 3rd party laboratory. No samples, or photographs of the broken device were provided for review. No third party evaluation report was received to date. If samples, photos or the report becomes available at a later time, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual broken needle, testing sterile devices from the same finished good lot, receiving the results of the third party evaluation of the needle component or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component or tools utilized in conjunction with the medical device (robotics), the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
As per the reporter, when the doctor used the suture to suture the patient''s hernia ring during surgery, the suture broke from behind the needle near the needle nose when the needle was inserted. The doctor used a cb machine to locate the wound and found it in the peritoneum under the guidance of the cb machine. The tissue wound had already suppurated and the surgery time was extended.

Manufacturer narrative:
The batch number reported originally is incorrect. The batch number for the above report has been changed to unknown.

Event description:
Please see b7 additional information.